Event description:
It was reported that "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is c onsistent with contact from a sharp object and was noted at approximately 4.9cm to 5.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint for "the balloon was found to be broken" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".